Manufacturer narrative:
The device was returned for evaluation, confirming the reported event. Visual inspection found some small holes in the coband layer that appear to be from excessive force used to unroll. Functional evaluation found that the roll was difficult to unwind with excessive force needed. A documentation review has been conducted, confirming previous complaints of this nature, with corrective actions assigned, which established and inadequate standard operating procedure as the root cause. The instructions for use contain comprehensive instructions on the safe operation and use of the device. The risk files mitigate the reported issue with no updates required. Smith and nephew can confirm the device was released according to specifications and continue to monitor for adverse trends relating to this product range. This investigation is now complete, with no additional corrective actions deemed necessary.

Event description:
It was reported that the 4th layer in five lots of profore lite system kit case 8 is being too tight to pull apart. This is causing ripping as trying to apply and also there are presence of pin holes/tears in them. This was noticed during treatment set up causing a delay less than 30 min, ending up using a s+n back up dressing. Patient was not impacted.